Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection. The blood glucose value of 406 mg/dl. The customer reported insulin flow blocked alarm and damage on pump. The event involved product(s) mmt-1884l, unomedical, mmt-332a. Troubleshooting was performed. Customer was not using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, dat and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. A water filled reservoir was used during testing. Successfully downloaded history files and traces using thump software. However, no delivery alarm/insulin flow blocked alarm was recorded in the pump history on 03/11/2025 01:22:00.0000 during bolus delivery. The pump was cut open and traces of moisture on pcba1, motor and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, cracked keypad overlay, cracked case (battery tube), faded serial number label, battery tube threads-cracked and scratched case. On 03/11/2025 05:30:31.000 normal bolus delivered, normal bolus amount programmed: 39000 (3.9 u) bolus amount delivered: 39000 (3.9 u). In summary, the pump passed functional testing. No delivery alarm/occlusion alarm not confirmed. Unable to verify customer alleged for high bgs. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.